Manufacturer narrative:
(B)(4) (low iop) - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The reporter indicated posterior capsule opacification had developed a few days after the surgery. The patient reported his eye had dimmed. The reporter indicated it was difficult to position the icl behind the iris due to a small pupil. The reporter indicated the cause of the event may have been due to low iop after icl implantation or vitreous change. The icl remains implanted.